Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a notifier for backup vvi. Device was restored to normal function via engineering test page. The patient was stable following the download and will be followed normally.